Event description:
It was reported that the unit went out in the middle of a case and displayed an e-1 error message. It was further reported that there were no adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.